Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed impella access site bleed. As a result, blood products were administered, amount unknown and 1 stitch suture was added. Patient's act's were 240 per seconds and then switched to 150 per seconds no further information was provided.